Event description:
It was reported that pump display had backlight illuminated but no information was visible, which affected customer ability to interact with pump or read screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump by relying on mobile app for interaction and bolus delivery, with injections available if needed, while technical support arranged for replacement pump under warranty, confirmed shipping details. Customer will continue to use current pump.